Manufacturer narrative:
After the service actions were performed, the field service representative repeated the involved patient sample five times, resulting with the following values: 28.88 ng/ml, 28.20 ng/ml, 29.14 ng/ml, 28.68 ng/ml, and 28.15 ng/ml. No problems were encountered during the measurements. The customer has not reported any further occurrences of the issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for carcinoembryonic antigen (cea). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample initially resulted as 13.10 ng/ml. The sample was repeated, resulting as 22.10 ng/ml. The sample was repeated a second time, resulting as 17.90 ng/ml. The patient was not adversely affected. The cea reagent lot number and expiration date were asked for, but not provided. The field service engineer determined the flow channel line from the sipper probe was clogged. He cleaned the sipper line and performed additional cleaning and checks on the device. Samples were tested following these activities and there has been no recurrence of the issue.